Event description:
Complaint summary it was reported that a malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to the customer¿s blood glucose.